Event description:
Unique Complaint ID Number,Initial or Supplement,Type of event,TTE in days,Device Brand Name,Medical device identifier,Device Codes;4579676,I,SI,3,Edwards SAPIEN XT,9300TFX29,2993;5416124,I,SI,0,Edwards SAPIEN XT,9300TFX23,2993;5440085,I,SI,0,Edwards SAPIEN XT,9300TFX23,2993;5453248,I,SI,1,Edwards SAPIEN XT,9300TFX29,2993;5455147,I,SI,0,Edwards SAPIEN XT,9300TFX26,2993;5455147,I,SI,0,Edwards SAPIEN XT,9300TFX26,3190;5457501,I,SI,0,Edwards SAPIEN XT,9300TFX29,3190;5458497,I,SI,0,Edwards SAPIEN XT,9300TFX23,3190;5466224,I,SI,0,Edwards SAPIEN XT,9300TFX26,3190;5524100,I,SI,1,Edwards SAPIEN XT,9300TFX23,2993;5323926,I,SI,1,Edwards SAPIEN XT,9300TFX26,3190

Manufacturer narrative:
THIS REPORT SUMMARIZES NOE 11 NOE SERIOUS INJURY EVENTS SAPIEN XT VALVE, SUPPLEMENTAL REPORT TO REFLECT NOE NUMBER.

Manufacturer narrative:
EXEMPTION NUMBER E2016006, THIS REPORT SUMMARIZES 11 SERIOUS INJURY EVENTS. COLUMN A INDICATES WHETHER AN EVENT IS A NEW EVENT OR FOLLOW-UP. COLUMNS M AND N ASSOCIATE A DEVICE WITH THE EVENT TYPE (E.G., IT IS CONSIDERED MOST APPROPRIATE TO ASSIGN AN EVENT OF ¿MAJOR VASCULAR COMPLICATION¿ TO A SHEATH, RATHER THAN THE SAPIEN XT VALVE).  ASSOCIATED DEVICE INFORMATION IS NOT INCLUDED IN THE DATA RECEIVED FROM THE REGISTRY; THE PRODUCTS WERE ASSIGNED BY EDWARDS BASED ON STANDARD KITTING AND THE ¿IMPLANT APPROACH¿ FIELD AVAILABLE IN THE REGISTRY.

Event description:
THV/TVT REGISTRY ALTERNATIVE SUMMARY REPORTING (ASR) ADVERSE EVENT SUBMISSION FOR AUG 9TH, 2019 DATA EXTRACT FOR SERIOUS INJURIES FOR THE SAPIEN XT VALVE.